Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that during pre-implantation this device was having difficulty with telemetry. However after some troubleshooting, the device was successfully interrogated. Electronic data analysis was performed clearing the device for implant, however the field has returned the device. No adverse patient effects were reported.